Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the first revision of the patient's right hip. In reporting a revision of the patient's hip on (B)(6) 2020, rep was told the patient had a prior revision approximately 8 years ago due to the adm shell being in a vertical position. The adm shell, adm insert and 28 +0 v40 head were revised to a tritanium hemispherical cluster hole shell with 2 screws, a 44g insert, and 44 +4 lfit head. Rep was not present for the procedure.

Event description:
This pi is for the first revision of the patient's right hip. In reporting a revision of the patient's hip on (B)(6) 2020, rep was told the patient had a prior revision approximately 8 years ago due to the adm shell being in a vertical position. The adm shell, adm insert and 28 +0 v40 head were revised to a tritanium hemispherical cluster hole shell with 2 screws, a 44g insert, and 44 +4 lfit head. Rep was not present for the procedure.

Manufacturer narrative:
Reported event: an event regarding malposition involving a adm shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: insufficient data is presented to confirm the event description for pi - or to create a medical report for this case. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 23 sept 2010 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.